Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service represntative performed an onsite investigation. The reported issue could nto be duplicated. The 5vdc power supply was confirmed to be within specificaiton. The rtos cpu, fluoroscopy functions pcb and generator interface pcb were reseated during the service call. The system was tested and found to be working as intended and put back into service.